Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision, both the acetabular cup and femoral head were explanted. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. A review of the historical complaints data for the acetabular cup and the femoral head was performed using batch numbers to evaluate patterns of repeated failures or defects over the lifetime of the product and using part numbers and the reported failure modes to evaluate patterns of repeated failures or defects in a timeframe of 12 months prior to the date in which the incident was reported. No other similar complaints were identified to involve this batch of acetabular cups and no other similar complaints have been identified for its part number and reported failure mode in this timeframe. No other similar complaints were identified to involve this batch of femoral heads and no other similar complaints have been identified for its part number and reported failure mode in this timeframe. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. The available medical documents were reviewed. The reported pain, elevated metal ion levels, and intraoperative findings of metallosis, synovitis, and osteolysis may be consistent with findings associated with metal debris. However, the clinical root cause cannot be confirmed. It cannot be concluded that the reported clinical reactions were associated with a malperformance of the implant or implant failure. There is no evidence that supports the patient¿s genu valgum caused by prosthesis malposition, left leg pain, l4-l5 stenosis, and subsequent laminectomy are related to the implant. A physician¿s note indicates radiological assessment highlights an advanced external femorotibial knee osteoarthritis that explains the deviation in valgus. The patient impact beyond that which has already been reported cannot be determined. Without the return of the devices used in treatment or additional information we cannot advance the investigation or confirm this complaint; our investigation remains inconclusive, and a definitive root cause cannot be determined. Based on the information provided we are unable to speculate on specific factors known to contribute to the alleged fault. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Manufacturer narrative:
H10. Additional information was received by the manufacturer regarding the identity of the devices. The fields d1, d4 and g4 were updated. Internal reference number: (B)(4).

Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision, both the acetabular cup and femoral head were explanted. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. A review of the historical complaints data for the acetabular cup and the femoral head was performed using batch numbers to evaluate patterns of repeated failures or defects over the lifetime of the product and using part numbers and the reported failure modes to evaluate patterns of repeated failures or defects in a timeframe of 12 months prior to the date in which the incident was reported. No other similar complaints were identified to involve this batch of acetabular cups and no other similar complaints have been identified for its part number and reported failure mode in this timeframe. No other similar complaints were identified to involve this batch of femoral heads and no other similar complaints have been identified for its part number and reported failure mode in this timeframe. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. The available medical documents were reviewed. The reported pain, elevated metal ion levels, and intraoperative findings of metallosis, synovitis, and osteolysis may be consistent with findings associated with metal debris. However, the clinical root cause cannot be confirmed. It cannot be concluded that the reported clinical reactions were associated with a malperformance of the implant or implant failure. There is no evidence that supports the patient¿s genu valgum caused by prosthesis malposition, left leg pain, l4-l5 stenosis, and subsequent laminectomy are related to the implant. A physician¿s note indicates radiological assessment highlights an advanced external femorotibial knee osteoarthritis that explains the deviation in valgus. The patient impact beyond that which has already been reported cannot be determined. Without the return of the devices used in treatment or additional information we cannot advance the investigation or confirm this complaint; our investigation remains inconclusive, and a definitive root cause cannot be determined. Based on the information provided we are unable to speculate on specific factors known to contribute to the alleged fault. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Event description:
(B)(6) legal, it was reported that, after a bhr resurfacing construct had been implanted on the plaintiff's left hip on (B)(6) 2007, the plaintiff experienced elevated ion levels and genu valgum caused by prothesis malposition. A revision surgery was performed on (B)(6) 2017 to treat this adverse event, in which the bhr cup and head were explanted, and following devices were implanted: burch schneider ring (zimmer), dual mobility cup (amplitude), steel ball - femoral head (medacta). These devices were revised to a thr during a second revision surgery performed on (B)(6) 2019 (no smith and nephew implants involved). The plaintiff's outcome is unknown.

Event description:
It was reported that, after a bhr resurfacing construct had been implanted on the plaintiff's left hip on (B)(6) 2007, the plaintiff experienced elevated ion levels and bone lysis located in the antero-superior part of the cup. A revision surgery was performed on (B)(6) 2015 to treat this adverse event, in which the bhr cup and head were explanted with a graft reconstruction. It is unknown if smith-nephew devices were implanted. Plaintiff developed a genu valgum caused by prosthesis malposition and presented left leg pain, also developed l4-l5 stenosis and underwent a laminectomy. Due to the events plaintiff required a right thr and underwent a second revision surgery on the left hip on (B)(6) 2017 where implants from another manufacturer were used. The plaintiff's outcome is unknown.

Manufacturer narrative:
H10. Additional information in b6 and b7. Internal reference number: (B)(4) h11. Corrected information in b3, b5 and d6b. Internal reference number: (B)(4).

Manufacturer narrative:
It was reported that a revision surgery was performed on the patient's left hip. As of today, the implanted devices all of which were used in the treatment, and additional information have been requested for this complaint but have not become available. Without definitive lot numbers, a complete complaint history review cannot be performed for the devices involved. As no device batch numbers were provided for investigation, a manufacturing record review and device labelling / IFU review could not be performed. All of the devices would have met manufacturing specifications at the time of production. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. A clinical investigation could not be performed as smith and nephew has not received the explanted devices or adequate patient-specific materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint. The investigation remains inconclusive and a definitive root cause cannot be determined. Additionally, specific factors known to contribute to the alleged fault cannot be provided due to the insufficient information. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation. Reference to hip side in results of investigation corrected from right to left.

Manufacturer narrative:
H6: it was reported that a revision surgery was performed on the patient's right hip. As of today, the implanted devices all of which were used in the treatment, and additional information have been requested for this complaint but have not become available. Without definitive lot numbers, a complete complaint history review cannot be performed for the devices involved. As no device batch numbers were provided for investigation, a manufacturing record review and device labelling / IFU review could not be performed. All of the devices would have met manufacturing specifications at the time of production. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. A clinical investigation could not be performed as smith and nephew has not received the explanted devices or adequate patient-specific materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint. The investigation remains inconclusive and a definitive root cause cannot be determined. Additionally, specific factors known to contribute to the alleged fault cannot be provided due to the insufficient information. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.